Event description:
It was reported that after the port was implanted for chemotherapy, the catheter was placed in the right subclavian vein. After several months of therapy, a problem was suspected and under fluoroscopy, a portion of the catheter was noted to be in the atrium. The piece of catheter was removed femorally, and another port and catheter was implanted without difficulty. There were no pt complications.